Manufacturer narrative:
(B)(4). Improper reconnection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during use of peritoneal dialysis therapy. It was discovered that the patient disconnected during therapy and then improperly reconnected. The patient could not clear the alarm. It is unknown whether the proper procedures were reviewed with the patient. The patient completed therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.